Event description:
The customer's spouse called and reported that the customer had experienced low blood glucose levels and had passed out twice in a week. It was stated his blood glucose went high and rebounded and that the blood glucose issues would be caused by walking. Troubleshooting was offered but was not performed. Customer's spouse stated she would have customer call back to check insulin pump for unexplained high and low blood glucose.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.